Event description:
The home patient (hp) contacted the technical service center regarding a system error (se) 2240 alarm which occurred on the homechoice (hc). The technical service representative (tsr) instructed the hp with troubleshooting and assisted to cycle power to clear the alarm. The tsr explained se 2240 indicates a large amount of air has entered setup. The hp stated that he un-spiked a supply bag to add another bag to resolve the issue of running short on solution. The hp stated he was not connected at the time of the alarm and did not reconnect. The hp confirmed to finish therapy manually. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report was resolved over the phone; the patient continued therapy with manual supplies. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag had become disconnected. The home patient (hp) stated that he un-spiked a supply bag to add another bag or switched a bag to resolve the issue of running short on solution. The hp stated he was not connected at the time of the alarm and did not reconnect. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Allegedly revised due to pain.